Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies. The ins functioned properly throughout the duration of a long term monitor test. The ins was set to the parameters the device had when received for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209242854, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient, via the manufacturer representative, reported they experienced an unpleasant jolting sensation. The patient turned the device off and impedance testing was done at 0.8v. All combinations with the case were in normal range (897-1080 ohms). Electrode combination 0 and 2 tested at 1616 ohms and all other electrodes were greater than 4 ,000 ohms. The manufacturer representative programmed a setting to give comfortable stimulation, but the patient wanted the device turned off and the system removed. An x-ray was ordered, but no results were provided. The system was explanted and the issue was resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.